Event description:
The customer states that a patient came to the emergency room complaining of fatigue, asthenia, and mild chest pain. An initial sample taken from this patient using centaur troponin (tni-ultra) assay gave a plasmatic tni ultra = 1.06 ug/l. Two new samples were obtained 3 and 6 hours later, giving tni ultra = 0.82 and 1.39 respectively. The customer stated that elevated tni ultra results caused a delayed dismissal of patient to allow further investigation. Patient was dismissed the following day with no intervention. Customer stated all internal qc have been within range and additional testing on other centaur provided similar results. Afterwards, left over samples were tested on other manufacturer instruments and provided negative results. Based on customer testing this concludes a false positive tni-ultra result caused by an interference other than heterophilic antibodies. There is no further impact on patient management reported. A siemens product field specialist has been on site to obtain patient samples. The customer was unable to provide additional patient samples to allow further investigation. Thus, we are unable to determine cause of event.